Event description:
It was reported that the health care professional (hcp) requested a review of stored episodes on this pacemaker. Technical services (ts) reviewed multiple ventricular and atrial episodes and discussed that the findings could be consistent with electromagnetic interference (emi) noise. The device was programmed with unipolar pacing and bipolar sensing, and diagnostic impedance measurements were within normal limits, however, low intrinsic p- and r-wave amplitudes were noted. Additionally, in an atrial episode ventricular undersensing was noted. No patient symptoms or adverse patient effects were reported. This pacemaker remains in service.